Manufacturer narrative:
The testing results for all received components were found to meet the required specifications. The observed puncture/laceration was potentially caused by a rib fracture. The primary reasons for such fractures during CPR include elasticity and anatomy of the rib cage. Such fractures are also influenced by elasticity. Bone density and anatomical features (kyphoscoliosis). The observed fractures (rib and/or sternum) are possible complications with manual as well as mechanical CPR. Since manual CPR was performed prior to deployment of the autopulse, it is not possible to identify which of the two CPR methods may have caused the suspected fracture that eventually lead to skin puncture. CPR injuries are of relative significance given the alternative of death. (B)(4).

Event description:
Manual CPR was initiated by nursing home staff 5 minutes prior to arrival of ems. The ems performed manual CPR for approximately 7-10 minutes and then autopulse was applied. The ems crew stated no injury was present or visible prior to the ap being initiated; however, the ap band was blood soaked upon removal at the ER. The pt appeared to have received what is best described as a puncture or laceration about 3 centimeters. No objects were located or suspected between the ap band and the pt. During operation we also experienced battery failure. At ccems, our supervisors and crews log battery details daily and with the rare exception of maybe a day out of 2 months, the battery rotation may be skipped, we are and have been on top of controlling our batteries.